Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The unit failed to power up. Seconds after powering on, the unit smells hot/burnt. Part of the internal circuitry was shorted and burned and was smashed. All affected components were replaced. The programmer passed all incoming functional tests. Laboratory analysis confirmed reported observation. The manufacture date for this product is september 8, 2005.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this programmer emitted black smoke with black screen. Additional information obtained from the field which indicated that no one was hurt during the issue occurred. This programmer will be returned. No adverse patient effects reported.